Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different mobile meters, within 10 minutes: 30.7 mmol/l (system 1) and 4.4 mmol/l (system 2). No adverse event reported. The test strip lot number was not provided for system 2. Return of the suspect device was requested for evaluation.